Manufacturer narrative:
(B)(4). Additional information provided in device evaluated by MFR? And evaluation codes. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification and noted a damaged patient adapter. Functional testing was performed including leak testing, clear passage test, clamp function test and integrity of seal surface test. All functional testing performed was acceptable. The reported connection issue was neither duplicated nor verified, however an additional defect of damaged was noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adapter of a uv flash transfer set could not be connected to the titanium adapter. The transfer set was replaced and the titanium adapter was still in use after the event with no issues. There was no patient injury or medical intervention reported. No additional information is available.